Event description:
It was reported that the unit did not powered on, found fuses blown. The fuses were replaced and then, the fuses blown again, the unit was removed from service.

Manufacturer narrative:
The associated complaint device was not returne for evaluation. (B)(4).